Manufacturer narrative:
Additional information: further information was provided and applies to the several reported cases. The cartridges and lenses touched the eyes. The lenses were fully inserted in the eyes. The procedures were completed with the same lenses. Back-up lenses were not needed. No adverse reactions from the events. No vitrectomies and no incision enlargements were required. The doctor stated that he places a suture in all of his patients for safety reasons. (B)(4). All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
There is no indication of lens explant. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that there were several cases where the intraocular lens was super-folded upon itself, and the dr. Had to use another instrument to unfold it. No additional information was provided to abbott medical optics.

Manufacturer narrative:
Correction: added missing concomitant product as follows: concomitant medical products: 1mtec30, lot cb34180. Device evaluation: the product was not returned for evaluation. The reported complaint was not verified. Manufacturing records review: the manufacturing record and complaint history review could not be completed since the serial number is unknown. Labeling review: the directions for use (dfu) were reviewed. The dfu provide the customer with proper usage instructions and guidelines. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to abbott medical optics has been submitted.